Event description:
This is an adverse event reported as part of an international trial in (B)(6) using rfa for the treatment of early squamous cell neoplasia of the esophagus. This patient with high-grade intraepithelial neoplasia was treated with circumferential ablation and was noted to have some dysphagia in the month after treatment. He was dilated once with improvement. Additional information at this time is not available regarding resolution of symptoms or stricture. The physician indicated that the severity was severe, relationship to device unknown, and there was no device malfunction.